Event description:
Procedure type: gynecology. According to the reporter: surgeon said his pts have experienced (2) dehiscences, (1) evisceration when using the device. He uses two strands and ties in the middle of the defect and it appeared that the knot came undone. Pts, are sick and often obese cancer pts. Re-operation, no further details.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012. MDR ref #s: 1219930-2012-00465, 1219930-2012-00466.